Event description:
A reprocessed biopsy forceps was reported to tear the pt's colon during a procedure. There was no reported adverse impact on the pt.

Manufacturer narrative:
A thorough investigation of the device in question was conducted and the root cause of the alleged failure could not be identified. The device was visually inspected, and also was tested for functionality, using the standard biopsy forceps performance test methods and the device met all of the acceptance criteria. There was no pt injury reported with the event, but sterilmed will continue to monitor this case and will make FDA aware of any adverse health events associated with this situation should any arise. Sterilmed's method of reprocessing biopsy forceps involves thorough inspection for any irregularity that may have the potential to compromise device performance prior to shipment to the customer. The nature of this event has been reported in the maude database by other mfrs before, and is often attributed to improper use of the device by the health care practitioner.